Event description:
During a ptca procedure of an rca lesion, the maverick2 monorail balloon ruptured at 10 atms on the initial inflation. The maverick2 monorail balloon was removed and another balloon was used to successfully complete the procedure. A medikit introducer sheath, a cyber guide catheter, and a bmw guide wire also used in the procedure. No patient injuries or complications were reported.